Manufacturer narrative:
UDI section of d4 and d5 are unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warming device was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device contains wear and tear on the enclosure and front cover, cracked tank cover, and faded line cord. The customer stated problem was duplicated. Replaced drain fitting, tank cover, line cord, and front cover. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.